Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for the call was that it seemed like it had been a couple years since they had the device checked out with a representative (rep) at the hcp's office. The patient stated that they had surgery last week on their spine, and the doctor said that they saw the cord and the spinal stimulator, and the hcp asked them about having the device checked. The pt wanted to know if there was a check up that was done to make sure everything was working right. Agent asked the pt if they suspected that there was a problem with their device and pt said yes. Pt said that they could feel groups b and c working, but not group a. Pt said that the spinal surgery messed with their legs, so they didn't know if they couldn't just feel the stim not working or not, but they wanted to have the device checked. The patient was redirected to their healthcare provider to further address the issue. Pt then said that they didn't go to hcp anymore since hcp (pain management doctor) stopped doing the service. Agent offered to e-mail the pt a physicians listing/pt accepted. When asked for the event date, pt said that it was after the surgery. Agent asked the pt for the date of the surgery; pt then said that it wasn't last week and that it was three weeks ago on march 27th.